Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 421 mg/dl. The customer was experiencing severe headaches, dehydration, ketones and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer declined further troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.